Manufacturer narrative:
The returned tb-0535fc (lot#kr866913) was evaluated for ¿teflon pad¿ issue. The device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is lifted and separated exposing metal. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe tip unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, the damaged teflon pad is likely attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
2 of 2. It was reported that at beginning of an unspecified procedure, the thunderbeat teflon tip peeled back. A second thunderbeat device was used to continue the procedure however the user had the same issue. The user used another similar device to complete the procedure and there was no patient injury or harm reported due to the event.